Event description:
It was reported that this recently implanted right ventricular (rv) lead was showing right ventricular (rv) auto threshold test above programmed amplitude or suspended, due to perforation. The patient returned to the emergency room with chest pain, shortness of breath and back pain. Loss of capture was noted, and an echocardiogram and x ray were performed. The rv lead was repositioned. No additional adverse patient effects were reported.